Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014, 23:49:05. During night drain cycle one, the patient's ultrafiltration reading was 1860ml, indicating the home patient (hp) drained 1860ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the event was confirmed through review of the event history logs. This complaint is an ancillary service event. The cause of the reported issue was determined to be false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a follow-up report will be submitted.